Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the universal surgical manipulator (usm) to resolve the issue with the arm and address the error 32056. The system was tested and verified as ready for use. Isi received the usm part involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and reproduced the reported complaint, error 32056. The unit was tested on an in-house system and failed normal mode as it triggered an intermittent error 23137. A review of the remotefe system logs also found errors: 23094, 23076, 23118, 32101 23137, 23138, 1174, 1123 and 1173, all pointing to yaw and pitch. The unit was also tested on a patient side cart fixture test platform (pftp) and passed direction test, lissajous, chipencoder virtual absolute (cva) characterization, sine cycle, friction test, sensor check, brake release test, brake hold test, advanced brake test, and carriage strength test.

Event description:
It was reported that during a da vinci-assisted umbilical hernia repair surgical procedure, recoverable faults on the system's universal surgical manipulator (usm) 4 were displayed. The customer stated that they draped the usm 4 with no issues that morning; but, when they went to bring in the usm 4 to use for the case, they experienced issues. An intuitive surgical, inc. (Isi) technical support engineer (tse) viewed the system logs and confirmed multiple errors for the usm 4. The customer stated that they moved the usm 4 out of the way, and the surgeon continued the case using the usm 1,2, and 3. The tse recommended performing a hard power-cycle after the case was completed and the exercise the usm 4 to see if the fault returned. The customer responded that they would perform the recommended troubleshooting steps and requested an isi field service engineer (fse) to call and schedule maintenance as soon as possible. The procedure was completed as planned with no reported patient harm, injury, or adverse outcome.